Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found.

Event description:
It was reported the programmer was broken. The programmer was returned for repair. No patient involvement or complications were reported.